Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and confirmed the caused is the speaker assembly. The customer reported the sound was still working; however, they were getting a speaker inoperative message. The rse provided the customer with a replacement speaker. The speaker was replaced and was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker was not working. The device was not in use on a patient at the time of event, there was no patient involvement.